Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that prior to use the cardiosave intra aortic balloon pump (iabp) unit produced a noise when plugged in. No patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to verify the issue even though the issue is extremely intermittent and no error codes appeared in the logs. After replacing the alarm daughterboard, the fse replaced the batteries were due to age. Ran all tests and pm procedures, unit meets spec. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a